Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. The diameter of the right access vessel (common iliac) was 13mm. The diameter of the right bifurcated internal iliac vessel was 13mm. The diameter of left access vessel (common iliac) was 13mm. The diameter of left bifurcated internal iliac vessel: 13mm. The minimum diameter of right external iliac vessel was 8mm. The minimum diameter of left external iliac vessel was 9mm. The length of right access vessel (common iliac) was 31mm. The length of left access vessel (common iliac) was 40mm. It was reported that there was a residual type ib endoleak. Landing was performed onto common iliac artery (cia). Circumferential calcification was confirmed and that it would have insufficient sealing, which would be the cause of type ib endoleak per the physician. It was noted that it would be intentionally embolized at later date, and then treated by external iliac artery (eia) landing with other manufacturer¿s device. No additional clinical sequelae were reported. Review of a post-implant drawing showed that the bifurcate was positioned just below the renal arteries. The proximal neck diameter ranged from 23 ¿ 20.5mm over the 21mm neck length. The ipsilateral limb and a possible limb extension were positioned within the left common iliac artery, down to the level of the left internal artery. The contra limb and possible extension were placed crossing over the ipsilateral limb, and landing down to the level of the right internal iliac artery. The cause of the reported type ib endoleak could not be determined. Films pre-implant, at implant, or post-implant were not provided. The reported endoleak could not be assessed, and the location of the endoleak also could not be confirmed. It is possible that the reported circumferential calcification within the common iliac arteries may have contributed to the endoleak.

Manufacturer narrative:
(B)(4). Corrected to product problem. Correction to remove, outcome attributed to adverse event to malfunction.

Manufacturer narrative:
(B)(4).